Event description:
The pt reported a pump replacement and bad catheter. No other clinical data were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.